Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during the 4th repositioning of the embolization coil, the coil stretched and detached. A stent was used to affix the coil to the neck of the aneurysm. There was no reported patient injury. The patient's status is reported to be fine.

Manufacturer narrative:
The pusher was returned for evaluation. The implant with the marker band was still attached to the distal heater coil with good tension. The implant coil remnant was found stretched about 10 mm and the distal portion was separated, and not returned, but the remnant of the proximal implant coil was still attached to the pusher. The stretch resistant monofilament, within the implant was broken. The body coil at the distal section appeared wavy. The pet transition appeared stretched based on the investigation, the report that the coil stretched and detached was confirmed. The implant coil was found stretched and the distal portion was separated and not returned, but a coil remnant, including the marker band, was still attached to the pusher, which was heavily damaged. The damage likely occurred during the multiple attempts to reposition the device in the aneurysm. The instruction for use state that if repositioning is difficult, the coil may become stretched and could possibly detach.